Manufacturer narrative:
At this time, a request has been made to dr. Sanders and his team for the documented cases he claims to have so that an evaluation of the (B)(4) cases of vitoss nonunion can be made. Upon receipt of the reports, further investigation will take place, and a follow-up report will be opened for each case dr. Sanders provides to stryker which will document any adverse events. However, after making over eight attempts to contact the doctor to confirm the claims made, the doctor has refused to confirm or discuss the alleged nonunion. The doctor has not used vitoss since 2011 and would not provide any product information, patient information, event dates, etc. After much effort to confirm the alleged claims, it could not be reasonably concluded from the limited information that the events did occur. Product not returned.

Event description:
It was reported that during a medical conference a physician approached a stryker representative and stated that he had 48 cases of nonunion while using an unidentified vitoss product. The stryker representative communicated that to her knowledge, the physician did perform some revisions in order to achieve union. The 48 cases of nonunion were apparently all from triple arthrodesis being performed (all before acquisition of orthovita by stryker). The physician¿s nurses were contacted and they stated they would hold a meeting with the physician and try to provide stryker with redacted copies of the 48 cases. The physician¿s office was contacted numerous times and they will not provide further information.